Manufacturer narrative:
The customer stated that their battery is depleted but haven't reached the expiry date yet. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer stated that their battery is depleted but haven't reached the expiry date yet. They did not report that this event occurred during patient use.